Event description:
Patient reported left side "one had ruptured and also said that was a little worried." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Event description:
Patient reported, left side "one had ruptured. And also said, that was a little worried". Device remains implanted.